Event description:
It was reported that during a pt event, their device, which was connected to the pt, advised a defibrillation shock and charged defibrillation energy. When the user pressed the shock button, the device failed to deliver the defibrillation energy. The user attempted this three (3) different times and experienced the same failure each time. After the failures, CPR was continued until the local emt's arrived on scene. The pt was placed on another monitor for an unk period of time. The pt did not survive the event. Following the pt event, the device had its service indicator illuminated and had logged two fault codes.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.